Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that during patient follow up visit, there small r wave. While alternating the sensing configuration the p wave appeared to have been oversensed on the right ventricular (rv) channel. In addition, the patient had a few non-sustained ventricular tachycardia (nsvt) episodes in the past which all were appropriately sensed. The patient was then signed up to home monitoring and it was noted there was a remote alert due to high short interval counts (sic) and non-sustained episodes which appeared to show unusual signals that did not appear to be physiological. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.